Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. The representative reported that there was suspected movement of the reference frame during the procedure. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while in a spinal fusion, following an image acquisition the surgeon felt an imprecision occurring. The surgeon reported that screws being placed in the l5 - s1 area were too low. A c-arm was used for a confirmation image acquisition and the surgeon then elected to complete the procedure without navigation and medtronic imaging. It was reported that the s1 and s2 screw was revised due to imprecision and was performed through live fluoroscopy. It was reported that a second procedure was performed later on during the event date without fault. No additional information was provided.